Manufacturer narrative:
Labeled for single use or reuse.

Event description:
On 01/11/2010, our firm received a phone call from the patient reporting corneal ulcer. The patient reported that he/she slept in lenses periodically, replaced every 2-3 weeks and thought he/she used opti free replenish lens care solution. The patient stated that he/she recently started wearing acuvue oasys lenses a few months prior to the date of the occurrence. The patient stated that his/her vision was back to normal. On 01/12/2010, our firm spoke with the treating eye care professional who was not willing to fax clinic notes to our firm but agreed to provide a verbal report. The doctor stated that he saw the patient for the first time on (B) (6) 2009. The patient reportedly visited the emergency department the night prior. The patient presented complaining of od pain and blurry vision and was diagnosed with a 5 mm infectious corneal ulcer that was centrally located. The patient's va was "counting fingers". The treatment regimen included fortified cefazolin and tobramycin eye gtts every 30 minutes x3 days, then qhr x7 days, then q 2hrs x2 days, then q3hrs x3 days; the meds then changed to iquix q3 hrs x1 week then qid x 2 1/2 weeks. The patient was last seen on (B) (6) "the ulcer was resolved and a scar was present"; bcva 20/30. The doctor stated that in his opinion, the patient had a typical contact lens related ulcer. He stated that the pt will probably need to wear rigid lenses in the future but had not resumed cl wear. The 16 sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification and sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.